Manufacturer narrative:
(B)(4).

Event description:
Ts discussed that the pacing impedance measurements were out of range, while the shock impedance measurements were stable. Ts discussed close monitoring of the rv intrinsic amplitudes, rv pacing thresholds and make sure the electrocardiograms are noise free. No further information was provided. The system remains implanted.

Manufacturer narrative:
(B)(4). This investigation is ongoing, upon further information this investigation will be updated.

Event description:
Boston scientific received information that at the most recent follow up there were out of range pacing impedance measurements observed when it comes to this right ventricular (rv) lead. An increase in pacing thresholds was previously reported. It was noted that the patient was not pacemaker dependent. A save to disk was sent for review to boston scientific technical services (ts). No adverse patent effects were reported.